Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. The device failed the pairing test. The reported event of the transmitter stopped working was confirmed via product. The probable cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a potential reportable event. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.